Event description:
It was reported by service report that the fowler was stuck and not able to lower it electronically and manually. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
(B)(6), fowler guide weldment, ballscrew assembly.